Event description:
It was reported that during a patient transfer from wheelchair to bed, when a caregiver was turning the lift arm, the left shoulder clip detached. The patient fell between the bed and the lift. A patient sustained multiple injuries following a fall (presence of excoriated swelling in the left parietal region, multiple trauma due to accidental fall, minor non-concussive head trauma, non-pulsating left frontotemporal haematoma, contusive trauma to the pelvis and lumbosacral spine with no fractures). The patient was taken to the emergency room and hospitalized for two days. The patient´s vital sign were unstable shortly after back to the facility and taken back to the hospital and diagnosed with pulmonary embolism. The causal relationship to the fall has not been confirm. The sling was removed from use. Both lift and sling were visually inspected, and no issue was found. The lift had minor scratches (signs of wear), the sling fabric and clip were intact. Functional check of the lift and sling showed no discrepancies with the lift, the sling clip showed less resistance. This event is considered as system related (lift and sling used), therefore it has been reported under lift brand name.